Event description:
The customer reported that the 9800 system monitor flickers prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor was reseated during the service call. The system was tested and found to be working as intended and put back into service.